Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as touch contamination. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the onset of peritonitis, the patient was hospitalized for the event. On the same day, the patient began treatment with vancomycin (3 gm, once every 5 days, intraperitoneally (ip)) for peritonitis. Five days later, the patient discontinued vancomycin and was discharged from the hospital. On an unreported date in the next month, the patient again began treatment with vancomycin (3 gm, once a week, ip). Treatment with vancomycin was ongoing. On an unreported date, the patient was retrained. The patient was recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.